Event description:
Per information provided: on (B)(6) 2012 - patient was diagnosed with right lower quadrant incisional hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per operative notes, ¿the hernia sac was excised, and a bard flat mesh (device #1) was placed and sutured." On (B)(6) 2012 -patient was diagnosed with lower midline incisional hernia thereby underwent laparoscopic assisted open repair with implant of sepramesh ip (device #2). Per operative notes, ¿the previous right hernia repair was seen intact. After lysis of adhesions, a sepramesh ip (device #2) was placed, sutured, and tacked circumferentially." On (B)(6) 2013 and (B)(6) 2014 - patient visited hospital for lower abdominal pain. On (B)(6) 2014 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic converted open repair with implant of sepramesh ip (device #3). Per operative notes, ¿dense adhesions to the lower midline with obvious wrinkled and contracted mesh (device #2) was seen. The mesh (device #2) adherent to the symphysis pubis was left in place. A large ventral hernia identified on the left side. Lysis of adhesions was performed and a sepramesh ip (device #3) was placed and sutured." On (B)(6) 2017- patient was diagnosed with abdominal pain thereby underwent partial removal of bard flat mesh (device #1). Per operative notes, ¿the mesh (device #1) in the right lower quadrant was curled at one corner and protruded anteriorly. A moderate portion of the corner of the mesh (device #1) was excised." On (B)(6) 2017 - patient was diagnosed with recurrent right lower quadrant ventral hernia with adjacent hematoma thereby underwent laparoscopic repair with the explant of bard flat mesh (device #1) and implant of ventralex st mesh (device #4). Per operative notes, ¿the hematoma was identified and dissected off. The previously placed mesh (device #1) which did not appear adherent to the fascia was excised. The previously placed midline mesh (device #2) appeared in satisfactory position. Multiple bowel adhesions identified were left undisturbed. A ventralex st mesh (device #4) was placed and tacked." Attorney alleges that the patient had adhesions, pain and hernia recurrence. It was also alleged that the patient had mesh contraction, mesh crinkled, mesh curled up on itself.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 5 years post implant of bard flat mesh, patient was diagnosed with hernia recurrence, hematoma, adhesions, abdominal pain and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence, hematoma, adhesions and pain as a possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. This emdr represents the bard flat mesh (device #1). Additional supplemental emdr's were submitted to represent the sepramesh ip (device #2 and device#3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.